Event description:
Case reference number (B)(4) is a spontaneous report sent on 16-oct-2024 by a nurse practitioner concerning a 59-year-old female patient. Additional information was received on 17-oct-2024 and 08-nov-2024 from the same reporter. The medical history of the patient included hypertension and hyperlipidemia. Concomitant medications include metoprolol [metoprolol] 25 mg for hypertension and unspecified statin for hyperlipidemia. The patient had previously received 1ml of restylane kysse to the lips on (B)(6) 2022. On (B)(6) 2022, the patient received treatment with 1 ml of restylane defyne to the bilateral nasolabial folds, and 2 ml of restylane lyft with lidocaine to the bilateral cheeks, using the provided needles in the packaging (unknown lot numbers and injection techniques). Concomitantly, the patient received treatment with 1 ml of restylane kysse to the lips. On (B)(6) 2023, the patient received treatment with 1 ml of restylane defyne to the bilateral prejowl periosteum and mental crease, and 1 ml of restylane-l to bilateral undereye periosteum using the provided needles in the packaging (unknown lot numbers and injection techniques. Specifically, around the eye area, the injection was administered down to the bone, as this was done during a training session. Restylane-l was injected to under eyes (off label use of device). According to the hcp, the patient reported no complications after any of the above-listed injections. Around (B)(6) 2024. The patient started experiencing hardened nodules (implant site nodule) under right eye, left nasolabial fold and left prejowl sulcus. The patient first noticed the hardened areas under the right eye and attempted self-treatment with zyrtec [cetirizine hydrochloride], allegra [levocetirizine dihydrochloride and ibuprofen [ibuprofen] without any improvement. In (B)(6) 2024, the patient noticed additional areas of hardening. On (B)(6) 2024, the patient informed the hcp about the hardened areas. On physical examination, all nodules were palpable, but only the nodule under the right eye was visible. The hcp treated the right eye nodule with 15 units of hylenex [vorhyaluronidase alfa], resulting in immediate softening of the nodule. The patient was sent home with instructions to apply ice for pain or swelling. On (B)(6) 2024, the patient returned to the clinic for follow-up. The nodule under the right eye was still present with slight improvement following the hylenex injection. There were new nodules in areas previously filled with restylane products that were not hardened at the time of the (B)(6) 2024 appointment, including the right prejowl periosteum, bilateral cheeks and mental crease. The patient was injected with 20 units of hylenex into the nodule under the right eye, 10 units to the left nlf, 10 units to mentalis and 10 units to left prejowl. On (B)(6) 2024, the patient again returned to the clinic with some improvement, specifically in the mental crease nodule, but most nodules remained hard, including the one under the right eye. Then patient was injected with 30 units of hylenex in the nodule under the right eye and 20 units in left prejowl area. She was started on a medrol dosepak [methylprednisolone]. On (B)(6) 2024, the patient returned to the clinic and reported that the medrol dosepak softened and reduced the nodules in size for short time before they returned. She was not treated with hylenex but was prescribed two medrol dosepaks. On (B)(6) 2024, reporter informed that the medrol dosepak softened and shrank the nodules briefly before they returned. The nodules were getting softened very slowly. The patient was injected with 40 units of hylenex in the nodule under the right eye, 20 units in left nlf, and the mental crease. She was also started on another medrol dosepak. On (B)(6) 2024, the patient returned to the clinic and reported some improvement in the size and firmness of the nodule under the right eye and the mental crease. She was administered with 100 units of hylenex to the nodule under the right eye, 20 units to the mental crease, and 20 units to the right marionette area. The patient was prescribed with another medrol dosepak. The hcp asked primary care physician to see if patient could be withdrawn from the statin for 30 days to administer colchicine 0.6mg protocol twice daily. On (B)(6) 2024, the hcp informed that the patient could be started on colchicine [colchicine]. Outcome at the time of the report: hardened nodules was recovering/resolving. Restylane-l was injected to under eyes was recovered/resolved.

Manufacturer narrative:
Company comment: the serious event of nodule at implant site was considered expected and possibly related to the treatments seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause is the treatment procedure and a more specific cause cannot be established based on the available information. Restylane-l was used off label. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported, and the product could not be verified. Follow-up attempts will be performed to obtain the lot number and additional information. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.